Event description:
The customer reported that the system displayed multiple error messages and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.